Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Implant date - unknown date in (B)(6) 2017. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Report source, foreign ¿ event occurred in (B)(6).

Event description:
It was reported that a patient underwent an initial partial knee arthroplasty. Subsequently, the patient was revised due to medial and lateral instability, spinning of the articular surface, pain, and luxation of poly bearing. No additional patient consequences were reported.

Manufacturer narrative:
Medical product - oxf anat brg lt md size 8 PMA, item 159552, lot 3452307; medical product - oxf uni cmntls tib sz c lm , item 166574, lot 3918225.